Event description:
It was reported that pump displayed malfunction alarm malf 0 with no notable events prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset with no recurring malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.